Event description:
It was reported this was a venotomy closure of a right common femoral vein using the pre-close technique prior to an interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred as the physician did not hold the prostyle device at the correct angle when pressing the plunger. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed because the lot number was not reported. Based on the information received, the investigation determined that the reported issue appears to be related to user error. The physician did not hold the device at the correct angle when pressing the plunger contributed to the reported needle to cuff miss. It should be noted that the electronic prostyle instructions for use (eifu),states: while maintaining device logo position and keeping the device at approximately a 45-degree angle with gentle retraction against the vessel wall, stabilize the device to ensure the foot is apposed to the vessel wall and depress the plunger with the right thumb (in the arrow direction marked 2) until the black collar on the plunger meets the blue body to deploy the needles. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code: 2017 - failure to follow steps / instructions.